Event description:
It was reported by a customer in the USA that, the 840 ventilator had an unresponsive touchscreen. There was no patient involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. The tse recommended replacing the touchscreen printed circuit board (pcb). The customer acknowledged, and informed that they would call back should further assistance be required. (B)(4)